Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. No samples were received for evaluation. Customer picture was received. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states needle bent upon attempting to activate the safety device.